Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion. As received, a partial connector segment of the lead was returned in one piece. An internal insulation abrasion was found distal to the suture sleeve tie impression breaching the superior vena cava cable lumen. The inner coil lumen in this location was not abraded but one superior vena cava cable was found damaged consistent with procedural damage. Unable to determine the actual length of the abrasion dude to the lead was cut in this region and the other portion was missing/not returned for analysis.